Event description:
It was alleged in the fax received from the customer that the tip of the drill broke during surgery.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional info becomes available, it will be submitted on a supplemental report.